Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to calcification levels as ¿big chunk of calcium¿ in the lvot and patient anatomy (big annulus) was reported. In this case, a second valve (valve in valve) was implanted successfully with no adverse patient effects. (B)(4).

Event description:
Medtronic received information via warranty form that during the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) was noted. A second valve (valve in valve) was implanted successfully with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.